Event description:
End user states that last night when coming in from getting the mail and it would not make it up the incline. States that she had a bottle of olive oil that fell out of her lap and lost it. Then later that night found it had fallen underneath the chair and may have pulled out a wire.